Event description:
Covidien ligasure maryland jaw laparoscopic sealer/divider. As soon as this nurse plugged device into covidien bovie machine, error message on this stated the device has already been used and would not work. This rn took the ligasure right out of unopened package, sterility intact on inside of package. This happened with 2 ligasure devices, same lot number and expiration date.